Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle failed to retract or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The parent reported that the patient had pain when the pod was first put on. It was noticed that his blood glucose levels were rising so the device was changed. After inspecting the pod, once removed, it was identified that the needle never retracted. The patient's blood glucose had reached almost 500mg/dl while wearing the pod for between 4 and 24 hours. The pod was tapped on the counter a few times and the needle then retracted.